Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-24253, 24254. The patient was implanted with two scs leads from the same lot number. It was reported the patient had not charged her scs ipg for several months and the ipg was no longer functional. Additionally, the patient was not receiving effective stimulation therapy due to one of her scs leads migrating out of the epidural space. The patient's entire scs system was replaced on (B)(6) 2013. Effective stimulation therapy was restored.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.